Event description:
It was reported that the customer's insulin pump was dropped and the piston is out of the device. The mother stated while the customer was exiting from the bus, the infusion set tubing became snagged and the device fell. The caller stated that the insulin pump was crushed by incoming traffic, and the damage to the device is a crack. Advised to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with a crack and bleeding lcd glass, broken off end cap and a crack on reservoir tube lip. The insulin pump received with a corroded motor home switch.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.